Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced difficulty reconnecting a phone to the ilet during a factory reset, which was resolved by forgetting the device in bluetooth settings and cycling bluetooth, after which the ilet reconnected. The user also reported recurrent low blood glucose after meal announcements, with delayed announcements and overtreatment of lows noted. Symptoms included hypoglycemia with a documented blood glucose of 44 mg/dl. Outcomes included the need for oral carbohydrate treatment and subsequent return of glucose values to range. Investigation included technical troubleshooting and user education on bluetooth reconnection steps and appropriate treatment of hypoglycemia. Investigation of this case revealed user-related factors, including delayed meal announcements and overtreatment of hypoglycemia, contributing to the low glucose events. It was concluded that the device functioned as intended and that the event was related to use errors and timing of meal announcements. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.